Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported that the customer's freestyle libre sensor did not attach. The caregiver reports that the "sensor did not penetrate the skin and the arm bled". The customer had contact with a healthcare provider who sanitized and bandaged the site, and then provided unknown medication to lower the patient's blood glucose. The customer further reported that a reading "above 300" mg/dl was obtained at the hcp point of care on an unknown hcp meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer's freestyle libre sensor did not attach. The caregiver reports that the "sensor did not penetrate the skin and the arm bled". The customer had contact with a healthcare provider who sanitized and bandaged the site, and then provided unknown medication to lower the patient's blood glucose. The customer further reported that a reading "above 300" mg/dl was obtained at the hcp point of care on an unknown hcp meter. There was no report of death or permanent injury associated with this event.